Event description:
It was reported that the pt, implanted on (B)(6) 2000, last heard with the device on (B)(6), night, then on the morning of (B)(6), she received a shock and pain when the processor came close to touching her head. She heard a very loud hum whenever the external device came close to making contact with the internal device. Testing performed showed that the device has malfunctioned.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.